Manufacturer narrative:
According to the customer on an unknown date, the surgeon was making an incision to complete tear in shoulder" when the "11 blade broke in half while inside the patient". The customer reported that the blade was "retrieved with a grasper" and that "no serious injury occurred and no follow-up was needed". The customer reported that the "patient is fine". The customer reported that there is no sample available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on an unknown date, the surgeon was making an incision to complete tear in shoulder" when the "11 blade broke in half while inside the patient".